Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed. Once the evaluation and repair is complete a supplemental follow-up will be submitted.

Event description:
It was reported that during testing of a 980 ventilator a diagnostic message of safety valve open was generated. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se installed the current software in the device and performed extended self-testing on the device and all tests passed.